Event description:
The pt experienced a shocking/jolting sensation, a loss of stimulation sensation, and a loss of therapeutic effect following a fall from a horse. She also had stimulation in the wrong location. She was scheduled to have a revision surgery and was re-directed to her healthcare professional. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).